Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon device interrogation, it was noted that the implantable cardioverter defibrillator exhibited multiple non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The patient was not affected by the oversensing issue and patient¿s condition was satisfactory. Programming changes were made. The patient was stable post programming changes.